Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon evaluation completion or if additional information becomes available.

Event description:
An incomplete insertion was found during functional testing of a compact exchange device (cxd). A spike and unspike operation was performed using the spike and unspike test set. The spike carriage guide spring was revealed to be bent preventing the spike carriage from being guided to the spike position after completing the unspike operation.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 308 mg/dl and 84 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). The device was received with no external damage. The pal (product analysis lab) evaluated the device and performed the spike and unspike operation using the spike and unspike test set. The test failed as a result of a bent spike carriage guide spring preventing the spike carriage from being guided to the spike position after completing the unspike operation. The assignable cause for the issue was determined to be a bent spike carriage guide spring. A review of the device history record revealed no issues that could have caused or contributed to the miss-spiking. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.